Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated that the pump lost power after being exposed to water. The reporter denied damage to the battery cap or compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, there was visible moisture in the display lens. On testing, the pump did not power on. There was no audible or vibratory functionality. The black box data was not able to be downloaded for review. A leak test was performed and revealed a leak at a crack between the upper right corner of the display lens and the case seal. The pump was opened for investigation and revealed moisture inside the pump. Complete investigation was not possible due to internal moisture ingress and lack of power.